Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. The product was returned for evaluation, and subsequent testing verified the complaint. The chair was driven in all four drive modes under various conditions and over various terrains. The electronics and motors responded to all commands given through the joystick per the programmed parameters. However, on certain inclines the chair would go into an unexpected turn as one wheel would lose contact with the ground. This is the most likely underlying cause of the complaint issue. Upon further inspection, it was determined that the stability lock setting was not set correctly. With all six wheels on level ground, the gap between the elevator bolt and the face of the pivot ball on the cylinder exceeded the recommended setting of .060 inches. The release pin on both cylinders was not compressed, leaving the cylinders in the ¿lock¿ mode. With the stability lock in the ¿lock¿ mode over any uneven terrain, the chair may exhibit the alleged ¿jerking¿.

Event description:
The consumer's mother states while the chair was on the lift, the chair allegedly went into drive lockout. The consumer shut the chair down and restarted when the chair allegedly jerked backwards and then drove forward. No injury is alleged.